Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? No. As the device was replaced. What was the gas consumption rate or volume (liter/minute)? 8l/min. There was no effect to it. Were you able to identify where the leak was coming from? From the seal. Was a device inserted in the trocar during the leaking? If so, what device? When an instrument was removed, air leak started. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic procedure, air leaked from the device soon. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.